Event description:
The tech alleged that the brake and brake steer caster rachet while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake and brake steer casters to resolve the issue.